Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported, the insulin pump had a blank display. Customer's blood glucose was unknown. The device has no signs of physical damage. The device was not dropped, bumped, or exposed to moisture. Customer does not use recommended batteries. Customer's mother was advised to avoid using other batteries due to over heating. No damage or corrosion noted in the battery compartment, springs, or battery cap. Customer's mother inserted a new battery and display returned. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.